Event description:
Reporter called stating she has used up to 200 test strips trying to get a result. Reporter did state she received the er1 message along with many other error messages. Co reviewed her technique but she was extremely cryptic and diconnected the call. Reporter does not use color chart nor perform control solution test.